Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the handpiece was also replaced, but since the issue was not resolved, it was determined that the consumable blade was at fault.

Manufacturer narrative:
H3: analysis found that the device and the tubing set were returned in a triple-resealable bag. Upon arrival, traces of contamination were observed at the distal end of the outer tube. A larger-than-usual gap was observed between the hubs, along with indents at the proximal end of the outer hub. The inner assembly could not be rotated by hand, as it was seized inside the outer assembly. Furthermore, the inner shaft tip was seized. Despite the larger gap between the hubs, the device was able to load into a handpiece. However, the device did not rotate properly; rather, the entire device moved inside the handpiece. An x-ray scan of the internal components revealed that both inner shaft spiral wraps were slightly expanded. An attempt was made to disassemble and remove the inner assembly, but the inner assembly/tip remained seized inside the outer assembly. The device failed functional testing due to its defective condition upon return and inability to rotate. The complaint was confirmed, due to an out of specification condition. H6: initially submitted codes fdm b21, fdr c21 and img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before/during preparation, at the start of use, the product was connected to the m5 handpiece, but when rotated, wobbling occurred throughout the entire shaft, making it unusable. It was used at a rotation speed of 1500 rotation speed, and reconnection was attempted several times, but the issue was not resolved, the use of the handpiece was discontinued, and the procedure was performed separately using forceps and other instruments. There was no patient involvement.